Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the alarm was resolved by an infusion set change. The customer ran a 5.0 unit fixed prime and it passed. The customer was advised to call when alarm occurs in order to troubleshoot.